Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported being unhappy with her vision immediately following cataract surgery with bilateral intraocular lens (iol) implants and having to need glasses to see and read. The patient also reported following surgery the surgeon had to 'laser' some film to help with vision. There are two manufacturer reports associated with these events. This file represents the left eye.